Event description:
Pt called back with the external devices available and attempted to charge the implant (ins). Pt reported receiving the no device found message while the recharger head was positioned over the implant site. Agent instructed pt to select recharge, but the controller continued to return to the no device found message. Pt confirmed no visible damage to the controller port, recharger antenna, or recharger cord. Pt denied any fall or trauma near the implant (ins) location. No significant weight gain or loss. Due to the ongoing issue, agent submitted a request for repair to replace the recharger. Pt called back and said they havent gotten the rtm yet. Tracked order and told pt it will arrive today. Reviewed that pt can call pats when the new rtm arrives for help using prm to see if implant can be charged.

Manufacturer narrative:
Additional information has been received. B5 has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) with an implantable neurostimulator (ins). The reason for call was patient reported that their internal battery stopped working and they needed a representative to meet them at their pain management doctor. Patient said the implant hadn't been working for over a month and they couldn't charge the implant because it was completely dead. Agent asked if the patient was not feeling adequate pain relief from the device anymore, and patient said that when the implant was working, it helped their pain symptoms, but the implant was 'dead' and they cannot recharge. Agent reviewed a rep does not need to be involved for charging and that patient can troubleshoot implant charge with patient services. Patient did not have all of their equipment with them at the time of the call to troubleshoot. Patient will call back when they have their equipment present for further troubleshooting. Patient stated someone from the manufacturer called them and told them their ins was nearing its end of service life and that's why it was 'dead.' Agent reviewed longevity information.